Manufacturer narrative:
A comprehensive re-review of manufacturing records was conducted. There were no departures noted during records re-review for lot nz17230308. Bovine pericardium implants undergo a validated sterilization methodology: tutoplast® which includes terminal sterilization by gamma irradiation after packaging. Manufacturing records indicate that serial ID (B)(4) met all specification requirements at the time of release. To date, rti/tmi has manufactured and distributed a total of 65 implants without related complaints for the lot. If additional information is received, a follow up report will be filed.

Event description:
Rti surgical, inc. (Rti) and tutogen medical (B)(4) (tmi), a wholly owned subsidiary of rti, received a complaint on 07/10/2019. The reported complaint indicated that a 62 year old male was implanted with a copios® pericardium membrane on (B)(6) 2018 during an unknown dental procedure. The patient experienced wound dehiscence at an unknown date. Upon intervention at an unknown date, the membrane had disintegrated completely. To date, no additional information has been received.